Manufacturer narrative:
Continuation of d10: product ID: 39565-65, lot#/serial# (B)(6), implanted: (B)(6) 2012, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 17-aug-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Pt reached out to me to discuss oor message, rep advised pt to call his managing physician to set up a time to meet with manufacturer. The reason for call was caller stated that this morning they saw a message on their controller that said settings not available, cannot provide your desired intensity settings. Caller stated that they feel it vibrate all the time, and they were standing there and it was vibrating when all of a sudden and it just shut off. Caller added that they thought something was wrong like they needed to charge the implant, but it was this message. Agent walked caller through switching groups. Caller was on group b at the time of the call. Caller switched to group c and tried to increase the stimulation, but saw the same message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned past medical history inc luding that they had a stroke in the past and needed an MRI of their brain, but they could not get one because of the stimulator. Caller also mentioned that hcp told them they couldn't take the implant out because it's in next to something that would make them die in surgery. Caller noted they had a laminectomy on 8 discs and then the implant was put in like 2 years later. Caller commented that every once in a while they feel like there's outside interference with this thing "like it's being hacked" referencing the stimulator. Of note, caller was difficult to keep on topic throughout the call. Pt called back stating their therapy was not vibrating and they were getting settings not available. Pts controller was at 90% and the ins was at 100%. Pt was in group c, and pt said at top one was at 4 and the bottom was at 8 (agent understood programs), pt said both are on and as of today they had no vibrating at all unless they cough then they could feel a small tingle. This morning the pt called their rep like they were told to do and when they did the rep told them they need to get a doctor's appointment to meet. Pt had one on october 10th but the rep said they needed more notice and could not meet then due to short notice. Pt was trying to figure out who can meet them. The pt had a lot of back and nerve problems and wanted someone from manufacturer. Pt was provided the nas phone number and redirected to their hcp. Pt said since the beginning they experience that all of a sudden it will surge and their heart would race and jump from a regular heartbeat from 70 or 80 to 150 to 170 and bring up their blood pressure. Pt knew their ins was being tampered with since the very beginning. Pt was redirected to their hcp again. Pt said they already reported to the attorney general and they will be contacting manufacturer real soon. Pt noted last time they saw the hcp they said their leads could not be taken out. When the pt got their ins replaced due to it reaching its 9 year life the doctor said they would die in surgery if the leads were taken out. The hcp thought they should have the lead in them forever. Pt was upset for that because the pt thought that meant that the lead was put in wrong or backwards. Caller said pt said they would need to be "jumpstarted." Patient voiced frustration with manufacturers representative (rep). Patient stated they just want to meet with someone to figure out a way to turn their stimulation back on or take the implant out. Patient stated people are hacking their stimulator and turning it off randomly. Of note, patient was fairly calm throughout the call and stated they were just upset and needed help. Rep mentioned it sounded like pt was getting oor that needs to be cleared however the reps were out last week and another rep was given an hour notice to meet with pt at an office they were not familiar with and rep noted they were on a surgery only last week. Patient had gone 6 or 7 days with their stimulation issue to where the stimulation was on but not vibrating. Patient mentioned it would say on or that it looked perfect but it wasn't and it took maybe 10 or 15 minutes. Patient didn't hear from the representatives until 8 years later when it was time toreplace the implant. Patient was running a little bit of a temperature. Patient had a 100 degree temperature. Patient's wife was worried that something was disconnected or that the implant was making them sick. Pt called back in and reported they had been reprogrammed, but now their therapy is no longer effective. They stated the therapy was changed, and they would like it to be returned to normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Previously reported information was repeated. There were impedance issues; oor message on patient remote that prevented the patient from turning at the intensity any further. He reports this issue specifically started approximately one week ago. Rep gave new programming that avoided the affected contacts. Patient voiced frustration regarding staff. Hcp reeducated patient that the goal is to reduce his pain by 50% and explained to him that he will not achieve 100% relief even with device revision. Given the new impedance issues, and lack of stimulation to the left lower leg, they agreed today to move forward with surgical revision/replacement of his paddle lead. The physician will be submitting paperwork for this today, but patient states that he has some familial issues going on and will not proceed with implant until after july 2025. Nothing has been scheduled at this time.

Event description:
It was reported the rep did impedance check and said there were 16 leads inside of patient or points of contact four of them on the left side do not work. The hcp said he was going to send pt down for a x-ray and patient would have to find a neurosurgeon that can fix this problem

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2012, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2012 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that high impedances were noted on the day of surgery. Connected to wens and battery after. The lead was replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) , implanted: (B)(6) 2012, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient repeated most of the already known information and stated that they are having to go in to see a neurosurgeon to either have it revamped or taken out but they were told that they can't take it out because it was placed incorrectly and pushed way too far into his spine. Patient has been dealing with this for the last year and device malfunctioned started when a rep changed the settings and wires burned out. Patient stated that 4 of the 16 leads are malfunctioning on their left side. Patient mentioned that it was a little before (B)(6) call that device started malfunctioning. Patient also mentioned getting a surgeon from the same hospital who did the surgery however, the rep mentioned that the appointment was for the wrong doctor and the other doctor mentioned that they are not able to do the surgery. Patient mentioned that "what all rep has done was to hurt him". Patient stated that all if these will cost them money. Patient will be sent to iu health to have the device revamped since the doctors are not able to take it out. Patient is getting a CT scan to check whether doctors are able to take the device out. They had a stroke because of all this stuff and they don't want to have another one because one of them is going to be a big stroke and they will not be normal anymore. Patient also mentioned that the device surged and almost broke their neck and had to go to the hospital and get the doctors to look at their neck. 4 out of 16 "wires" being "burned," and their device malfunctioning. Patient noted they're not sure if "burned" is the right word but stated that's what it felt like was happening. Patient stated they just want their issue to be documented and reported to the FDA, and they plan on submitting a report to the FDA themselves. Patient stated they never had problems with this device for 13 years until recently, and when they met with the rep last summer, it made it worse. Patient stated the implant is fully charged but they don't have it turned on because otherwise it surges. Patient said the surging is so bad that it caused muscle spasms in their neck last week that were so bad they went to their doctor. Patient noted the doctor asked if they had a traumatic injury, and patient said it was the stimulator. Patient noted they were given muscle relaxers (cyclobenzaprine) that have just knocked them out. Patient just wants it out at this point. Patient stated they're so upset about this whole ordeal that they had a mini stroke that may turn into a series of mini strokes until it's a major one that makes them walk around like a zombie. Patient noted they're already walking around like a zombie because of the stimulator. Patient stated they think the rep or someone hacked into their stimulator to cause it to surge since they keep being told that it can't surge. Patient stated this stimulator is controlling almost every organ in their body since it's connected to their central nervous system. Patient stated the surgery to put this in was 6 hours long, and they're not sure they could go through that again. Patient stated they found out their stimulator is "pushed down into my lower dermis" instead of being connected to their "epidermis." Patient stated they wanted to get everything together in case they don't make it out of surgery so that their wife and kids can take legal action. Patient noted they're just upset and scared and this situation has escalated into something bad.

Event description:
On 2024-dec-17 additional information was received from the pt. They called back reporting they did have reprogramming done on their device, but the one side is shut off and they noted there were high impedances. They stated they had met with a rep 3 weeks prior. The pt was under the impression the rep would be reaching back out to them, but they hadn't heard from the rep since 3 weeks prior. An email was sent to the field rep. On 2025-jan-08 additional information was received from the pt. They called back reporting information previously reported. The pt mentioned the implanted battery was placed wrong and they couldn't have it surgically removed because "something" had been sewn into their body in a spot it wasn't supposed to be. They also stated that since having the device reprogrammed by the rep, it had not been working the way it used to. They explained the stimulation was only working on one side, and barely at all in their left leg, which caused them to walk funny. The pt stated they needed "to get stimulation equaled out" and requested to meet with a rep at their upcoming appointment on (B)(6) 2025. The pt was redirected to their doctor again to set up the appointment with the rep. The agent also send an email to the reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back stating they're still having the same issues despite meeting with a mdt rep 3 weeks in a row as previously documented. Pt stated they had an appt last thursday and were ok friday - monday but then tuesday they felt an electric shock like a jolt crushing his ribs and then stimulation turned off. Pt re-reported the stimulation 'surges' and suddenly turns off and it feels like they are being stabbed when that happens. Pt re-reported 2 years ago they'd have many CT's done by hcp due to inability to have mris and were told the ins cannot be taken out. Pt mentioned group c used to be one they could increase intensity on - up to 10 - which they need it high due to having a serious injury. : additional information was received from the patient. Patient called back stating they have met with the mdt rep 3 times who tried reprogramming the stimulator but the stimulation would stop working shortly after, patient stated it would "short out". Patient stated the left side is not working/high impedances. Patient stated the surgeon said they cannot take the lead out due to the scar tissue and where its placed. Patient stated after the rep reprogrammed him they felt a jolting on their sides like they were stabbed with a cattle prong, then the patient felt the stimulation shut off. Agent inquired about falls/activities to which patient claimed there were none. Patient stated they felt the stimulation shut off when they were laying on their couch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.